Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at heir daughter's home. The cause of death was a ruptured aorta. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 300 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been suspended 45 minutes prior to customer being found unconscious, not breathing, and blue. The customer's son believes the pump was not working, but the symptoms the customer was experiencing were due to a ruptured aorta. The customer's son believes the high blood glucose was due to the customer suspending the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.